Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to upgrade this patient to a cardiac resynchronization therapy pacemaker (crt-p), an adapter was added to the right atrial (ra) lead. When tested via the pacing system analyzer (psa) the lead displayed loss of capture (loc), no sensing and low impedances. The patient does not require atrial pacing so the system was left as is. There were no adverse patient effects reported.